Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the reported date of november 15, 2022. Device code a0401 captures the reportable event of pull wire break. The returned trapezoid rx retrieval basket was analyzed, and a visual inspection noted that the handle cannula was detached, resulting in exposure of the internal pull wire. Since the handle cannula was detached, the basket could not be closed. Although an x-ray showed that the screws were in good condition, the proximal screw depth was measured less than the minimum tolerance defined in the product design specifications. The set screw holds the handle to the cannula of the device, and if the set screw is not fastened to the appropriate depth, it could impact the set screw joint tensile strength during use of the device and cause the handle cannula to detach. It also found that the retrieval basket side car rx was pushed back approximately 12.0 mm, which is out of specification. The observed side car rx push back was likely caused by manipulation of the device during use; possibly during attempts to remove the device after the handle cannula broke. The reported event was confirmed. Based on all available information, it was concluded that the handle cannula detachment event was likely caused by a set screw that was not fastened to the correct depth during manufacturing of the trapezoid rx retrieval basket. An investigation conclusion code of 'quality control deficiency' was assigned, since the process for confirming correct set screw depth was found to be inadequate. A non-conforming events prevention (ncep) and a corrective and preventive action (CAPA) investigation was initiated to determine the root cause of these types of events and to identify appropriate mitigations. This device was manufactured prior to implementation of these solutions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure. During the procedure, the pull wire broke, and the basket could not be closed anymore. Another trapezoid rx completed the procedure. There were no patient complications a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the reported date of (B)(6) 2022. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure. During the procedure, the pull wire broke, and the basket could not be closed anymore. Another trapezoid rx completed the procedure. There were no patient complications a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.